Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous mid to distal left anterior descending artery. Following predilatation, a 2.25 x 38mm synergy xd drug-eluting stent was advanced; however, the stent strut was lifted. The device was removed from the patient's body and the procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
(B)(6).